Event description:
It was reported that during a routine device change out, a fluoroscopy revealed the lead insulation was abraded. The lead exhibited no electrical anomalies. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.